Event description:
It was reported that the patient presented for remote follow-up via merlin.net with the implantable cardioverter defibrillator at the elective replacement indicator (eri). The clinician indicated that the device exhibited premature battery depletion, possibly due to the high number of consecutive therapies delivered within a short duration of time. No interventions were made. There were no symptoms reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the implantable cardioverter defibrillator was explanted and replaced.